Event description:
Doctor reported to a lensar distributor clinical application specialist a posterior capsular tear during a surgical procedure.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.